Manufacturer narrative:
The customer advised ventec that they did not have the device serial number involved in the reported event. The customer advised that she performed a hard restart of the device which resolved the reported touchscreen lock-up issue. Once the hard restart was completed, the device booted-up and the customer was able to utilize the touchscreen again. The customer declined ventec's offer to evaluate the device. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer, a facility respiratory manager (rm), contacted ventec to report that the touchscreen on their device had locked-up and become unresponsive. There was patient use involved in the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.